Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the leads were twisted forcefully hundreds of times and broken in multiple places but they were removed intact. The stimulator was noted as not being the reason for the event and the stimulator was in good condition. The patient wanted everything taken out.

Manufacturer narrative:
Concomitant: product ID 3093-28, lot# v952171, implanted: 2012-(B)(6), explanted: 2014-(B)(6), product type lead, product ID 355018, lot# w60016, product type accessory. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the event was considered ongoing.

Event description:
Additional information received reported the patient resolved without sequelae on (B)(6) 2014.

Event description:
Additional information received from the device was not working, causing the patient a tremendous amount of pain. At the time of explant, there were pieces of leads all over ¿her burns.¿

Manufacturer narrative:
(B)(4). Final analysis of the stimulator revealed no significant anomalies. The stimulator was functionally okay. Analysis of the stimulator was added.

Event description:
Additional information reported during removal of the device it was notice the stimulator had rotated numerous times despite the anchor stitch.

Manufacturer narrative:
Analysis of the lead lot number v952171 found that the stimulation lead body conductor was broken (overstressed/damaged).

Event description:
It was reported the patient did not have desired symptom relief. The lead had been pulled out of the s3 foramen and an x-ray revealed there was a possible lead fracture. The system was explanted (B)(6), 2014. The event resolved without sequlae on (B)(6) 2014.

Event description:
Additional information reported the event was resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.